Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and there were no consequences.